Event description:
Severe pain on right side during menstruation, felt in the mid to lower abdomen. Especially prominent during menstruation, but pain twinges occur on a regular basis since the procedure. Pain is not constant, but sharp. Pain was not present before surgery.